Event description:
Literature was reviewed regarding a comparison of the outcomes among multiple transcatheter aortic valve implantation (tavi) devices. The study population consisted of 569 patients who underwent tavi. Six different tavi devices were used in the study: medtronic corevalve (n = 131), non-medtronic sapien/xt (n = 336), non-medtronic lotus (n = 62), non-medtronic portico (n = 21), non-medtronicacurate neo (n = 11), and non-medtronic centera (n = 8). The authors wrote that the five-year all-cause mortality of 45% was comparable between all six devices. There was no evidence presented to suggest a causal or contributory relationship between corevalve and the deaths. Various rates of permanent pacemaker implantation (18% for corevalve), prosthetic valve endocarditis, and thrombosis were observed by the authors during the study. Four cases of late ¿device failure¿ were also observed, including one corevalve case. However, the authors did not disclose the actual failure mode for each case. No further information was provided pertaining to corevalve.

Manufacturer narrative:
Citation: hopkins, n. Et al. Performance of transcatheter aortic valve implantation devices: comparing long-term clinical and echocardiographic outcomes. Heart, lung and circulation, volume 33, supplement 4, s589, august 2024. Doi: 10.1016/j.hlc.2024.06.1009 earliest date of publication used for date of event: august 01, 2024 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.